Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: investigation completed. The device was returned for evaluation. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a pinhole leak 1mm distal of the proximal markerband. A visual and microscopic examination observed no damage to the markerbands, tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no issue with the shaft. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous first right posterolateral segment. A 10mm x 3.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm on the 1st inflation. The ruptured balloon was removed from the patient completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.